Event description:
It was reported that the lens was hard and difficult to fold during preparation for use. There was no pt contact. According to the reporter, there was no saline solution in the lens vial. Reportedly this occurred with two lenses. This report references lens 2 of 2. Please reference MDR #1119279-2014-00267 for lens 1 of 2.

Manufacturer narrative:
The devices were returned for eval. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.